Event description:
The lead was returned to the manufacturer after being explanted for unknown reasons. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008; 4068-45 lead, implanted: (B)(6) 1996. (B)(4).